Manufacturer narrative:
The device was not available for evaluation. It was reported that the threads at the tip of the retention rod fractured during surgery, leaving a portion of the retention rod threads within the head of the screw in the patient. The retention rod tip could not be returned as it remains in the patient, the other half of the retention rod was requested, but not returned for evaluation. No excessive force or misuse of the retention rod was indicated during this case. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that during a surgery the threads of a retention rod broke off and remain in the screw post operatively.